Event description:
Healthcare professional reported "device migration/implant malposition" via the national breast implant registry (nbir). This record is for right side. The device has been explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: malposition and migration.